Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported a button on the infusion device is defective. No adverse event reported. Product was requested to be returned for evaluation.